Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure a plastic slivers stuck to the lens after implantation through a cartridge. There were no reported adverse patient complications resulting from this foreign body material, but time and effort and risk to remove the plastic slivers is required. There are five medical device reports associated with this event. This is 4 of 5. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been five other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: on initial MDR it was stated "there have been 5 other complaints reported in the lot" should have been "there have been 7 other complaints reported in the lot." The manufacturer internal reference number is: (B)(4).